Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the buttons on the insulin pump was not working. The customer's friend's blood glucose was 150 mg/dl at the time of incident. The customer's friend mentioned that they noticed condensation under the screen of the insulin pump. The customer stated that they received a battery out limit alarm when they placed back a battery. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.